Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the disconnect alarm was not working on the ventilator. The device appeared to have been dropped. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other, other text: returned device was received in worn physical condition. The battery compartment was cracked, the front panel was damaged, the small knobs were cracked and missing end caps. The disconnect alarm function was found to work as intended. However, during operation there may have been intermittent issues with the alarm based on the condition that the device was in. The damage was repaired and the electrical chassis was replaced as a preventive measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.